Manufacturer narrative:
The insulin pump failed displacement test, which was followed by a motor error alarm during rewind, due to motor encoder signal out of phase. The device was received with a cracked case at display window corners and minor scratches on the lcd window. (B)(4).

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump, after customer had magnetic resonance imaging performed and the device was left too close to the machine. The customer's blood glucose level was not known. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.